Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incorrect dose of pitocin was entered during programming of a spectrum iq pump. The keypad number 8 was used instead of the number 0 which caused the administration of 18mu instead of 10mu. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.